Manufacturer narrative:
The device has not been returned by the customer: therefore. No product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew.

Event description:
Information received by medtronic indicated the customer reported a broken metal piece of the battery cap. It was stated that the customer was changing the battery when the metal piece broke. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown if the customer will continue using the device. The device will not be returned for analysis.